Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and implant exchange due to voluntary recall (asymptomatic patient). Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification), missing shell and orientation dot assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: observed 40 mm dark patch edge material inside gel device. Yellow particles on the shell are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and implant exchange due to voluntary recall (asymptomatic patient). Device has been explanted and replaced.